Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 413 mg/dl on customer¿s performa nano meter (system 1) and 176 mg/dl on other resident¿s performa ii meter (system 2). The same lot of strips was used with both meters. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.